Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a bezoar in which the j tube was cut and pushed into the stomach. On an unknown date, the j tube came out into the stool and the patient received a new j tube.